Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that at the end of a therapeutic ureter lithotripsy and retrograde intrarenal surgery (rirs) procedure, the laser broke down. The procedure was completed with the same device. There was a 30 minutes delay to search for any potential fiber debris in the patient, but none was found. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's approved final investigation. The device was returned to olympus and the reported failure was confirmed. The fiber was separated into two parts and the device returned was missing approximately 70mm. A length discrepancy of approximately 10 cm was noted compared to the standard length of ~3.1 m stated on the packaging. The device was separated into two parts, and thermal damage was observed at on one broken end. The device exhibited a bending. The short broken piece measured approximately 538 mm, and the remaining fiber length was about 2492 mm. The total measured length was 3030 mm (standard length: 3.1 m), indicating a missing section of approximately 70 mm (7 cm). The root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: stress caused damage to the fiber at the bend. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.